Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with charge timeouts on the ICD during capacitor maintenance. The device replacement was suggested. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.